Event description:
An occlusion of the proximal catheter segment was reported. A dye study had been performed. Underdose symptoms were reported, and the patient was not getting adequate relief like they did in the past. The pump and catheter were replaced on (B)(6) 2013. The patient¿s status at the time of the report was alive with no injury. The product issue was resolved. The medication infused was gablofen. It was later reported that the pump was due to be replaced and had an eri of six months. The patient asked the physician to just replace the pump if they were going to replace the catheter. The patient was paraplegic and did not want another surgery in a few months and have to worry about getting an infection. The occlusion seemed to be with the pump segment, but they never saw ¿where the tear¿ [was]. It was unclear if a catheter tear was suspected or not. The physician could not push any saline through the catheter after it was disconnected from the intrathecal catheter. As of (B)(6) 2013, the patient was getting therapy again.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot # n108006, implanted: (B)(6) 2007, product type accessory. (B)(4).